Manufacturer narrative:
Zoll medical japan evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data files indicated that the data file still contained data that was saved during the manufacturing process of the device (feb-2017). This indicates that during the patient event, there was no patient impedance established. A valid patient impedance is required in clinical mode in order for the device to begin an analysis of the ECG rhythm and to begin saving of the clinical data by overwriting the previously saved data. The data file also showed electrode connetion fault prompts, which may indicate that the electrodes were not connected or recognized by the device at power on. The electrode pads were not returned as part of this investigation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.